Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4), ubd: 01-jan-2050. A medtronic representative went to the site to test the equipment. It was reported that the monitor cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor cable was returned to the manufacturer for analysis. The returned cable has no apparent physical damage and passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the surgeon cart when powered on has really poor imaged quality and when the cable is moved the quality changes. There was no patient.